Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.

Event description:
It was reported per call report, pump in 1:1 ratio. Rn stated pump alarming every 30-45 minutes "ap fos sensor out of range". The clinical support specialist (css) confirmed they had a fiberoptix catheter and asked what color light bulb on screen was; rn said light bulb was green. Rn also stated that arterial pressure (ap) waveform looked great, no problems with vital signs. Css asked rn to go under "home" key, then "show status" and she stated that fiberoptix sensor (fos) status states "tl". Css informed rn that "tl" means fos electronics outside of operating temperature. Css asked if fan or air conduit was covered or blocked. Rn stated that the vent area of the pump was "at least a few feet away from the bed or wall." Css suggested there may be a problem with temperature within the pump. Css suggested getting another pump. Css discussed how to calibrate fos ap to another ap known source on new pump; rn wrote down instructions. Rn phoned back directly and informed css that the problem was resolved after they switched pumps.